Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, uveitis/iritis, pigment dispersion. Reportedly, "ciliary body cyst causing pigment dispersion". The lens was explanted and the problem was resolved. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H6- health effect- clinical code: 4581-'pigment dispersion' and 'ciliary body cyst.' H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581-'ciliary body cyst' should be removed. B4.- '08/18/2025' should be removed and "08/19/2025' should be added on the initial MFR report. Claim# (B)(4).